Event description:
It was reported that the patient presented with phrenic nerve stimulation. It was noted that the right atrial (ra) lead exhibited low pacing impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 4068-52 implantable pacing lead, implanted: (B)(6) 1997. (B)(4).